Manufacturer narrative:
The field experience of reset was verified in the laboratory. Upon receipt, no communication could be established between the device and the programmer due to low battery voltage. The device was analyzed with a new battery and found to be normal. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found, which caused the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
During a follow-up, the device was found to be in backup vvi mode. Patient's condition was good; however, decubitus in device pocket was noted. The device was explanted.